Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of backup mode, inability to interrogate, and therapy anomaly were confirmed. As received, the device was in backup mode and unable to interrogate. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found normal. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented to the hospital with pectoral stimulation at the site of the pulse generator. Multiple failed attempts were made to establish telemetry communication. It was concluded that the device was in backup operation and unable to be interrogated. The generator was explanted and replaced. The patient was discharged in stable condition.